Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced several episodes of peritonitis. The cause of the events were unknown. It was not reported if the patient was hospitalized for the events. An unspecified antibiotics was recommended for treatment, however, it was not specified if the patient was administered the recommended treatment therapy. At the time of this report, the patient was recovered from the events. Action taken with pd therapy was not reported. No additional information is available.